Event description:
It was reported that the customer passed away due to heart and kidney failure. It was stated that the customer was in a hospice, and he was off the insulin pump for a couple of days. During the call, the spouse mentioned that the customer was in the hospital last month due to high blood glucose of 1245mg/dl, and also he had some type of infection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with energizer advanced battery installed. The device passed the functional test, including the displacement, rewind, occlusion, basic occlusion, prime, and excessive no delivery alarm test. The device had cracked reservoir tube, cracked reservoir tube lip and broken belt clip slot. The insulin pump passed the delivery volume accuracy test 96.44 percent accuracy.